Event description:
(B)(4).

Manufacturer narrative:
On june 24 2015, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04/17/2015: lot 111093: 20 items manufactured and released on 05/31/2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. On 04/02/2015 we were informed that the revision surgery was performed and no infection was detected. The surgeon removed the tibial component only telling that it was a mobilization and subsidence due to undersizing in primary surgery. In the revision a bigger size was implanted. No x-ray available and no pieces will be returned back. On (B)(4) 2015, the medical affairs director made the following comment: no radiographs are available. Reported verbal communication between revision surgeon and salesman mentions possible underdimensioning of the tibial component or secondary infection after 3.5 years. As no documentation is available, or conclusion can be drawn.